Event description:
(B)(4). Got essure in 2013; started having joint pain, weight gain, back pain, headaches, fatigue, bleeding after intercourse, heavy periods with big clots that lasted almost 10 days (which also caused me to miss at least one day of work due to the severe cramping), I started getting sick all the time and it took forever (along with several antibiotics) to clear it up but still never felt healthy. I would get ear infections and the glands on my neck were always swollen. Came down with pneumonia several times (in which I never had before) and my blood work would come back always indicating I had an infection even if I wasn't feeling sick. I started to take an anti-inflammatory provided by my doctor for the joint and back pain that I had on a daily basis. I met with a new obgyn the beginning of this year; we tried a some different medications but I continued having the heavy bleeding, clots, etc. During my menstrual cycle. I had a vaginal ultrasound done the (B)(6) this year showing I had adenomyosis and bacterial vaginosis . My doctor determined that it would be best to do a hysterectomy leaving the ovaries. I had my hysterectomy on (B)(6) 2015; it was supposed to take two hours and ended up taking four and a half. It was also supposed to be vaginal but due other internal issues he had to go through the stomach. I ended up having several fibroids, my essure coils were stretched out, and my cervix was prolapsing. I had my yearly pap smear on a regular basis since age 14 and they have always came back normal. After essure I have had nothing but issues and my paps were coming back with bacterial vaginosis every time; indicating I had some type of infection going on. The doctor who performed the essure did not do a nickle test on me or explain what it was made of. I am allergic to nickle; causing burning and itching in the area. My device was provided by my insurer; however they did not pay for the xray with dye that you have at three months. I did still have the xray done though ; which I paid out of pocket.